Event description:
It was reported that there was an unresponsive touch screen on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer decided against further troubleshooting at the time, and the serial number was not confirmed; instead, the active serial number on file was used.